Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported rapid battery depletion was confirmed in the laboratory. While the overall longevity was normal, rapid battery depletion was observed when the battery voltage was nearing end of service. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the rapid battery depletion.